Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's quick combo cable connector to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Catalog # of this medwatch report indicates: unk_smp. Catalog # of this medwatch report should indicate: 99400-001973.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had a broken pin from the therapy cable stuck in its therapy connector. In this state defibrillation might not be able to be provided, if needed. There was no patient use associated with the reported event.